Event description:
The voyager was being used in the circumflex artery and when it was inflated to 6 atm, it ruptured. A dissection occurred, and it was treated with another voyager. The vessel was measured prior to the treatment, and it measured 2.1 mm; a 2.5 mm voyager was used to treat the vessel.